Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.